Manufacturer narrative:
Product event summary- the device was not returned however, analysis of the device memory was performed and no anomalies were found.

Event description:
It was reported that the left ventricular lead had no capture. After the reprogrammed was performed, it was noted that the impedance had increased on the lead and the longevity estimation was shorter than expected. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 419688 lead implanted: 2013 (B)(6); 6947m-62 lead implanted: 2013 (B)(6). (B)(4).